Event description:
During the case, the reprocessed harmonic shear was making a squealing noise. With an abundance of caution, they took it out of service and opened another one. Manufacturer response for shear, stryker sustainability (per site reporter). The rep. Was present for the case and took the product at that time. They will give us a credit and initiate a quality investigation.